Event description:
Pt had bloody, purulent drainage and irritation around the stoma site. Silver nitrate and antibiotic ointment were applied. Regarding the date of the event, the reporter stated the condition has been persistent since november, 1996. One pt involved.